Event description:
It was reported that during a heavily calcified, moderately tortuous, distal, left anterior descending (lad) artery stenting procedure, a xience xpedition otw stent delivery system (sds) was advanced after pre-dilatation with a mini trek 2.0 x 30 mm balloon dilatation catheter (bdc) at 14 atmospheres (atms) and due to the patients anatomy, the physician used a twisting technique while advancing the sds. The xpedition stent was deployed and the balloon was inflated one time to 14 atms. With deflation, the proximal part of the balloon would not deflate as it should. The distal part of the balloon deflated well. The physician moved the sds back and forth, side to side, and the balloon was removed from the stent. The physician tried to remove the system under both negative and neutral pressure. After the balloon was removed from the implanted stent, the balloon was able to be deflated and the sds was removed from the patients anatomy without difficulty. The xpedition stent was fully apposed to the vessel wall when the sds was removed. A non-abbott 2.5 x 18 stent was deployed distally to the xpedition stent to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed. The difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.